Manufacturer narrative:
The handpiece has been received at the manufacturer for testing. An evaluation will be conducted and a follow-up report will be submitted if the results of the quality investigation require one. Before the device was returned the account attempted to diagnose the issue, which included disconnecting a connector from the motherboard.

Event description:
It was reported that the irrigation pump motor to the console driver began smoking during testing after running for approximately 15-20 minutes. The irrigation motor also appeared to overheat. There were no handpieces or attachments connected to the device at the time of the event. This did not occur during any medical procedure, so there was no patient involvement. There was also no user injury.